Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd ms3 pumps . The report on battery depleted regardless of being a new battery was unable to be duplicated during testing. The device ran for a long period of time with no battery alarms depleted and not evidence in the event log. During testing another issue was discovered on alarm and battery depleted. As preventative measures, software will be update. Complaint was not verified and device was updated and passed all functional testing., corrected data: see h10: the device evaluation was included.

Event description:
Information received a smiths medical cadd ms3 pump display battery reads "battery depleted" regardless of if battery is new. No patient adverse events reported.